Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose level 600 mg/dl, with ketones that were identified as dangerous by a healthcare provider. Customer went to the emergency room and subsequently admitted and treated with intravenous fluids of saline and insulin. The customer was released from the hospital with no permeant damage. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.